Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 for an abutment removal and skin revision to remove excess skin at the abutment site. The implanted device remains.